Event description:
It was reported that during set up/inspection the 130 rad drill gde drop was found to be broken. There was no delay involved. A second instrument of the same configuration was used to complete the procedure. No further complications were reported at this time.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2020-00035359-1.

Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed that the 130 rad drill gde drop was found to be broken which causes it to not properly function. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the 130 rad drill gde drop was found to be broken. It is unknown when this malfunction occurred. There was no delay involved. It is unknown if a back up was available. No further complications were reported at this time.